Manufacturer narrative:
A functional check with a mating broach could not confirm the complaint; the handle locked onto the mating broach as intended. A complaint database search finds no other reported incidents against the provided product and lot combination. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device will not lock.